Event description:
It was reported the patient was never experiencing therapeutic effect. The patient never had relief of urinary retention following the implant. Every time the patient turned on stimulation her left foot cramped up and her toes bent in. The device had been reprogrammed 5-6 times since the patient had the implant but it was never able to ''get the device to work properly.'' The trial had 50% improvement in symptoms but since the implant the patient did not have any improvement. Stimulation was on for the first 6 months following surgery but since then it had been off. An x-ray was taken of the device 4-5 months prior to report and reprogramming was done during the same visit. The patient's health care provider (hcp) had determined that the lead was not in the appropriate location. It was stated the patient's previous hcp did not do an MRI prior to implanting the implantable neurostimulator (ins) so her current hcp felt that the lead may have been placed in an improper location, or the lead may have migrated. At the time of x-ray it was determined that the patient would need a lead revision. It was also noted that the patient was going to have the ins revised as well. The pocket site was very sensitive and had pain if anything rubbed over the skin. The ins was ''very close'' to the skin level and the hcp may try to make the pocket site deeper. The patient's lead revision was scheduled for (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot # v588865, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer.

Event description:
Additional information was reported that the doctor confirmed the lead/extension dislodgement/migration caused the right foot cramping. The patient had lead revision on (B)(6) 2012. The patient's outcome was unknown.

Manufacturer narrative:
(B)(4).